Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were inside of the delivery device. The seal was cracked along the first row from the outer edge. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed and was likely reinserted into the delivery tube manually. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint was confirmed for premature deployment and cracked seal. The results of our investigation and a copy of the heartstring iii IFU are being sent to the customer. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the heartstring iii seal did not load properly. The seal and the tension spring did load into the appropriate location of the delivery tube. Also, a crack was observed on the seal. A replacement device was used to complete the procedure. The hospital did not report any pt effects.